Manufacturer narrative:
Unable to prime during the prime test due to protruded/loose drive support disk. No prime alarm noted during testing. The insulin pump was received with scratched lcd window, cracked case at display window corners, broken reservoir tube lip, cracked reservoir tube near reservoir tube window, cracked battery tube threads and broken insulin pump belt clip slot. The insulin pump had an ink spot/bleeding on middle on lcd glass.

Event description:
It was reported by nurse that customer was having trouble with his insulin pump. Customer is an inmate at a federal facility. The insulin pump is alarming. The battery has been changed; the insulin pump will not come back on. The current blood glucose reading is 35 mg/dl. Customer has treated with food. The insulin pump will be replaced. Nothing further reported.